Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the skin where the sensor adhesive had been was red, itchy with blisters. The patient was evaluated by the diabetes specialist on (B)(6) 2020, prior to contacting dexcom and was advised to use a balm and protective spray prior to inserting the sensor. No additional patient or event information is available.